Event description:
It was reported that a patient has been experiencing an increase in seizures and an inability to feel their magnet stimulation for the past two months. The patient's generator was interrogated and displayed error code 6, indicating vns therapy was disabled due to a device reset. The patient's physician re-enabled the patient's therapy. Device history records were reviewed for m1000 sn: (B)(6). The device passed all functional specifications and quality tests and were sterilized prior to distribution. No other relevant information is available to date.